Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
It was reported that vasoview hemopro 2 had a broken c-ring (tubing). The tubing connected to the c-ring is broken.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/26/2024. An investigation was conducted on 01/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle or intact c- ring. The metal arm of the c-ring was observed to be intact. The scope wash arm of the c-ring was observed to be transected in the half of the plastic tube. Both ends of the scope wash tube showed since of melting at the exposed ends. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation, the reported failure "break- scope wash) was confirmed. The lot # 3000414181 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.